Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the downstream occlusion (dso) seal was degraded and the upstream occlusion (uso) seal was worn. Service history identified the complaint was related to the device's previous service in august of 2023 as it was for the same reason of dso seal damaged. The dso seal was replaced, along with the uso seal.

Event description:
It was reported that there was downstream occlusion seal degradation. There was no patient involvement.